Manufacturer narrative:
The force bipolar was tested on an in-house system. The instrument passed the recognition and engagement tests. The grip tips opened and closed properly. The instrument was found to have a broken conductor wire inside the yaw pulley between the wire crimp on the grip and the silicone potting sealing the wire entrance. The instrument failed the electrical continuity test. The wire was broken. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the force bipolar instrument locks. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes. Intuitive surgical (is) contacted the site and obtained the following information: the force bipolar instrument was locked with the tip angled. There was no tissue stuck, and the instrument was not stuck in the cannula.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.